Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump. Customer's blood glucose was 234 mg/dl at the time of the report. The no delivery alarm was reportedly resolved with a complete set change. Troubleshooting was performed for the motor error. The insulin pump was not exposed to a strong magnetic field. Customer was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.